Event description:
Following the information provided the patient sustained deep tissue injury (4 cm x 4 cm) to the posterior heel during use of arjo l501-m garments in conjunction with prevalon boots (third party equipment). The customer alleged that the pressure injury resulted from the pressure points created by the garment tubing. It is unknown how long ipc garments were in use prior to development of deep tissue injury. Interventions included wound care/dressings to area (ie., cavilon, mepalex, promogran) and taking the arjo device out of use.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within follow-up report once the investigation is completed.

Manufacturer narrative:
A patient sustained deep tissue injury to the posterior heel during use of arjo l501-m garments in potentially conjunction with prevalon boots (sage ¿ a third party equipment). The customer alleged that the pressure injury was caused by the garment tubing. The customer did not know for certain whether the patient had prevalon boots on at the time of wound development. The customer, also, stated that this event was not investigated by their department when the injury occurred, therefore additional details are not available. There was no indication of an arjo product malfunction. Arjo investigated the reported injury and concluded that if a prevalon boot was used and the tubing was not pulled out but left close to the patient's heel, this could potentially lead to a pressure injury. The photographic evidence of an injury, provided by the customer, suggests that tubing might have been routed close to the heel and an external force might pressed the tube to the patient skin. Flowtron acs900 instructions for use, under "clinical applications", provides the following guidelines and cautions for where to place garments and tubing: "garments should be positioned in such a way that they do not create any potential for constant pressure points on the patient's limb. If using apparatus with straps or securing devices,[¿] make sure that the tubing is not placed inside the strap next to the patient's skin, and regularly check the patient's skin for signs of redness or pressure points". "Lower limb positioning in relations to the garment and tubing should also be considered particularly in a patient that is unconscious, cannot feel or has reduced sensation and/or ability to move their leg(s)". "The patient's skin should be inspected frequently during every shift". In summary, based on the above, it is considered that possibly, the use of the boot in combination with inappropriate tube positioning contributed to the development of pressure injury. Arjo's garment was used for treatment when the injury occurred and from that perspective it played a role in the event. The patient sustained a serious pressure injury and therefore arjo garment is considered not meeting its performance specification, most likely due to the way the tubing was routed. H3 other text : customer did not concider to evaluate the event, it happened long time ago.